Manufacturer narrative:
In previous report, section b adverse event/product problem and box h health impact grid and type of reported complaint " was mentioned incorrectly. The device is not part of recall. In this report, box b and box h has been updated or corrected.

Event description:
The manufacturer received information alleging chronic bronchitis, sinus infections, allergic reaction. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging chronic bronchitis, sinus infections, allergic reaction. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected.